Event description:
A voluntary MDR report was received on 1/8/2026. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into an off-label insertion site, on (B)(6) 2025. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the a, b and d zone of the parkes error grid. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction . B6: relevant tests/laboratory data - correction. D10: concomitant medical products - correction. E4: initial report also send to FDA - correction. G2: report source - correction. G3: date received by manufacturer - additional information. G6: type of report - follow-up. H2: type of follow up - correction. H10: related report numbers - correction.